Manufacturer narrative:
Product event summary: one controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing due to an open in the wiring within the connector. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to a damaged connector. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no power to the controller when connected to the controller ac adapter. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.